Event description:
Wanted tubes tied. On (B)(6) 2015 doctor refused, said he only does one tubal procedure and highly recommended the easy, fast, and 100 percent effective, in-office procedure. He had me sign a release form, gave me an injection of contraceptive and scheduled appointment to perform procedure. When I arrived to office for appointment there were several other women already waiting for the same procedure to be done. They didn't have much more insight on this device or procedure as I. I brought my partner with me and he witnessed the entire procedure as well as interacted in conversation with doctor, nursing staff, as well as another man involved with my doctor during procedure as though to be instructing. We assume he was a bayer representative that has to be present the first five procedures performed by physicians before they can practice solo with these devices. The whole procedure was very uncomfortable. He had the nurse versed in what her statements would reveal. She ensured absolutely no pain, in fact you'll want to orgasm, because she did. Well I can ensure that by my screams and tears it was one of the worst pain I ever experienced. I walked out of that office that day and never returned. I had severe cramping and bleeding for days and within a week of leaving that office I was hospitalized due to my body rejecting the devices. I was so sick with vomiting, needing respirator, high fever, etc... Finally after suffering for 14 months with deteriorating eye sight, lose of tooth enamel, hair loss, severe bleeding, memory loss, awful pain, and fatigue, staph infection, weight gain, the list of complications is unprecedented. Because the doctor did not provide any information, testing for allergies, or care summaries for this product he is undoubtedly doing a disservice to his patients by having the ability to use this product in such a dangerous capacity. He has proven his total disregard for my life by being so negligent. Then when I had to do all the research and investigating myself into my condition and why I was in this state, I found in reviewing claims to my medical provider he was compromising my welfare and health to receive outlandish compensation by claiming fraudulent charges such as tubal pregnancies or intrauterine pregnancy, etc, yet not once was I informed of being pregnant. Also in (B)(6) 2015 just 3 months prior to the essure procedure he had removed my right ovary and still injected a coil into the unconnected tube. Needless to say one coil migrated into my uterus and the other made its way into intestine which caused constant bleeding from my anus. On (B)(6) 2017 I had to have a full hysterectomy and repairing of damages that could be repaired by having all my female organs cut out. Now I've been thrown into premature menopause at (B)(6). And soon will have start hormone therapy as well as emotional support therapy.